Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. It also found that there was a damaged dso seal. After the repair, the device passed all functional tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a scratched display. There was unknown patient involvement and unknown patient harm/adverse event reported. The investigation found that there was a damaged dso seal